Event description:
A nurse reported a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime (dose, frequency, and duration unknown). The cultures were positive for klebsiella oxytoca. The patient remains hospitalized. The patient is continuing pd therapy during the hospitalization. The pdrn stated the patient did not notify the clinic that he went to the hospital. The cause of the peritonitis event is undetermined, however; the pdrn stated infection control is suspected. No further information was provided.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint record to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis was not confirmed, it was suspected that the cause was due to an issue with infection control on the part of the patient. The culture results of klebsiella oxytoca supports this suspicion as this organism can be found on the skin and in the oropharynx. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime (dose, frequency, and duration unknown). The cultures were positive for klebsiella oxytoca. The patient remains hospitalized. The patient is continuing pd therapy during the hospitalization. The pdrn stated the patient did not notify the clinic that he went to the hospital. The cause of the peritonitis event is undetermined, however; the pdrn stated infection control is suspected. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.